Manufacturer narrative:
Date sent to the FDA: 04/30/2020. Corrected information: d3, g1, g2. Additional h-6 device code: 1069. Corrected h-6 result codes: 3251. Corrected h-6 conclusion codes: 61. Additional h-3 summary: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional information was requested, and the following was obtained: it was reported that: "the problem of pulling off suture needle happened " were x-rays taken to locate the needle? No. Was the needle removed from the patient during the same procedure? Yes.

Manufacturer narrative:
(B)(4). During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was received dispensed of winding formed and examined along of the strand and no defects were noted on the barbs, only body fluids were noted, and the fixation tab was broken at two sides appears to be use of a surgical instrument and a section was received. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the conditions of the sample received, no pull off - suture needle was found, and the tested sample met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an gynecologic myoma procedure on (B)(6) 2020 and the barbed suture was used. During surgery, the pulling off of the suture needle happened. A replacement device was used to complete the surgery. There is no report on patient's injury. There were no adverse patient consequences reported.